Event description:
During the device evaluation, the following malfunctions were observed: the camera head could not be connected to the scope, the cable unit was damaged, and water-tightness was lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to damage to the coupler unit, it could not be connected to the scope. Damage to the cable unit resulted in a loss of water-tightness. The most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.